Event description:
It was reported that patient presented in the operating room for device change out due to normal eri. Externalized conductors were observed via diagnostic imaging. All electrical measurements are within range. Lead was capped and replaced. Patient condition is fine.

Manufacturer narrative:
No medwatch form was received.